Event description:
It was reported to boston scientific corporation that a solyx sis system was used during an unknown procedure. According to the complainant, during the procedure, the mesh carrier detached inside the patient. It was noted that the carrier was retrieved. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".